Manufacturer narrative:
Per tandem user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. Additionally, it was reported that the pump battery was observed to be depleting rapidly. The customer declined further troubleshooting with tandem technical support for the battery issue. Customer, also reported that the pump time was inaccurate. Reportedly, customer previously had set the time wrong, and corrected it to resolve the issue. Customer's blood glucose level was 160 mg/dl.